Event description:
In 2008, stryker biotech received a report of swelling and wound drainage in a pt who received one unit of op-1 putty and one unit of op-1 implant as part of a posterolateral fusion the month prior. The physician reported that there was no infection present, and that the fluid tested negative for the presence of microorganisms. He also stated that the pt had numerous allergies which he believes may have been a factor in the swelling. The surgery was uninstrumented due to metal allergies. No additional info was provided.